Event description:
It was reported that the pt had distorted sound beginning in 2003 and this became worse as the week went by. The external equipment was exchanged in 8/2003, but this did not improve the situation. The pt complained of pain and interference in the sound.